Event description:
New information received notes there was failure to capture on the right ventricular lead. The patient is in stable condition.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Upon examination, it was noted that there was intermittent capture on the right ventricular (rv) lead. No programming changes were made. The patient was in stable condition.